Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.

Event description:
After an implantation period of approx. 60 months, it was reported that the device shows the eri status. The ICD was explanted. This device is affected by the field safety notice bio-lqc, published on (B)(6) 2021.